Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the or supply line of the homechoice cassette and the supply bag that led to this alarm. The patient stated that they properly tightened the connection and no damaged was noted on the supply line or bag. Renal therapy services (rts) cycled the power, cleared and explained the alarms. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.